Event description:
Customer reported communications errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a fuse in the 5v power supply. (B) (4).